Event description:
On 7/16/1996 (3) mayfield skull clamps were received with the comment, after tightening on a pt's head they will slip off pt's head. The clamp(s) have slipped more than once. The one occurred during set up, when the pt was turned there was pt injury, a 1" scalp laceration which needed intervention to control. Another was a couple of days prior, which was more superficial and bleeding was controlled without invervention. These two incidents probably involved different clamps, but which one is unknown. There were no post operative complications noted.